Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the treatment of an abdominal aortic aneurysm in 2001. The pt had a history of coronary artery disease and hypertension. The aneurysm sizing is unknown. It is reported that the iliacs were tortuous but straightened well with a lunderquist wire. The stent delivery system twisted during attempts at torquing the bullet to face the contralateral side. It was reported that this was probably due to the adjustment of the position of the device while stationary, rather than as the delivery catheter was advanced or withdrawn. The sheath of the delivery system became twisted into the shape of an "accordion" and the integrity was compromised. The delivery system was removed from the pt and another smaller 24mm diameter x 14mm diameter x 13.5 cm diameter aneurx bifurcated stent graft was successfully deployed. It was reported that the twisting of the graft cover of the stent delivery system was most likely caused by too much torque and because the stent graft was a 26 long. It is reported that the pt is fine and there is no additional sequelae related to this event. It is reported that the device was deployed on the table and the user facility would keep the device and not return it to medtronic ave.